Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision was performed for instability of the joint in extension. No other information available from the hospital." Left knee. Patient was revised from a cs tibial insert and cr femoral component to a ps tibial insert and a ts femoral component with augments and a stem.